Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported their sciatic pain was acting up and they thought they had an infection on their hip. The patient additionally reported they may have wet the lead when applying ice. The issue wasn¿t currently resolved, but no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.